Event description:
It was reported that the pt received good resolution of pain for approx 3 years; it was no longer helping with pain and giving inadequate relief. The device was explanted; the pt recovered without sequela. A follow-up will be sent if additional info becomes available.

Manufacturer narrative:
Final device analysis reveals no anomaly found. Normal device function.